Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited a change in capture thresholds post implant. The device was reprogrammed and lead was revised on (B)(6) 2018. The patient's condition before and post procedure was stable.